Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol flat mesh (device #2) used to treat the patient. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol flat mesh (device #2). An additional emdr was submitted to represent the bard/davol bard composix kugel (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventrio device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1) on (B)(6) 2009, an unspecified bard/davol bard mesh (device #2) on (B)(6) 2010 and an unspecified ventrio on (B)(6) 2015. It is also alleged by patient's attorney that on (B)(6) 2010 and (B)(6) 2015, the patient had unspecified injuries related to a defect in the composix kugel (device #1) and bard mesh (device #2), and underwent revision surgery. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch and the bard mesh . As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."